Manufacturer narrative:
(B)(4). Pump received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked case reservoir tube window corner, cracked reservoir tube and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer's mom was reported via phone call that, the reservoir compartment has a crack in the pump. The blood glucose was unknown at the time of the incident. Customer advised to replace and discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.